Event description:
No blood glucose levels reported. The customer reported that the insulin pump just turned off by itself about a month ago. The customer reported that the insulin pump did not alarm the customer at all. The customer reported that they installed a new battery and the insulin pump had been working ever since. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)